Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2018-07995. Follow up revealed that the patient's drg system was explanted and replaced, which addressed the issue. Note: upon further review it was determined the patient's drg ins will also be reported.